Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Event description:
It was reported that during a tlif spinal surgery at l3-4 and discectomy surgery, the jaw broke on a pituitary. No patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.